Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deflation failure occurred. After placing a stent, a 20mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for post dilatation. However upon taking the balloon down, the balloon failed to deflate. After quite a while of working with the balloon, the device was eventually removed in a semi-deflated state and the procedure was completed. No patient complications were reported and the patient's status was fine.